Event description:
It was reported that the arthroplasty was revised due to femoral loosening. The acetabular liner and femoral head were revised. The components were implanted in situ for 5.4 y. The patient presented with a score of 5 three months prior to revision surgery and a maximum score of 7.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Medical records and x-rays were not provided to stryker for review. If additional info becomes available, it will be submitted in a supplemental report.